Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that on a CT a migration of the stent graft 3-4 cm below the lowest renal artery was observed with a type ia endoleak around the proximal portion of the endograft present. An intervention took place and during an aortogram taken during the reintervention procedure, the graft bifurcation had migrated 6 cm below the lowest renal artery. Two endurant cuffs were placed and then ballooned using a reliant balloon. The endoleak resolved. As per the physician, the cause of the migration was progressive aortic neck dilation. No additional clinical sequelae were reported and the patient is fine.